Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received no delivery alarm. The customer's blood glucose was 52 mg/dl at the time of incident. Customer's parent stated that the insulin pump alarmed no delivery during infusion set change. Customer's parent stated that the insulin exited after a 5 unit fixed prime was delivered. Customer's parent also reported that the customer experienced a low blood glucose reading of 52 mg/dl and no form of treatment was mentioned. No low blood glucose troubleshooting was performed. Details that could have led to the event and add relevant information if applicable/troubleshooting. The customer was advised to change the infusion set and monitor the insulin pump. Infusion set will be replaced and insulin pump is not expected to return for analysis.